Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back stating the issue had persisted. Patient noted on thursday the controller was at 100% and the implant was empty and showed no device found. Patient stated the controller "locked up" and tried to restart itself 3 times. Patient disconnected and reconnected the recharger and was able to charge the implant. Patient stated on saturday they were sitting perfectly still in their recliner charging the implant when the screen showed recharging ended lost communication with the implanted device and showed a yellow flashing light. Patient noted the controller at 80% and the implant was at 50% when this occurred and stated the screen then came back on and showed recharging excellent. Patient added that yesterday while charging the implant the controller screen went white and restarted by itself. Patient noted the date and time were off and described that they they restarted the controller and the controller and implant both showed 80%. When the implant was charged to 90% patient reported it stopped and said try again and kept showing no device found. Patient noted they were finally able to finish charging the implant. Patient stated they charge their implant twice a day and always obtain excellent charge quality. Due to nature of issues patient has been experiencing, a request was sent to repair for replacement controller.

Manufacturer narrative:
B5 : updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating they were still having issues charging their implant. Patient described that the controller battery will be at 100% and the implant will be empty and they are only able to charge the implant to 70 or 80% before the controller battery completely drains. Patient noted they used to be able to charge the implant fully and the controller battery would still be at 40 or 50%. Patient again noted that they have to charge twice a day, which may play a factor in controller battery expectancy. Agent sent request to repair for replacement battery pack. Additional information was received from the patient. It was reported that they noticed the issue of the implant battery depleting faster than expected, at the beginning of (B)(6) 2025 and it progressively got worse. The cause of the issue, according to them is the recharger and also ins. Recharger was replaced and they had appointment with manufacturing (rep) representative at the doctor's office in the last month and also in this month. The issue has not been resolved and they have not received expected pain relief through the device. Patient called back reporting ongoing issues. Patient stated last week they were charging their implant and the controller flashed a message that said the controller battery needed to be recharged even though the controller was at 60%. Patient added that yesterday their screen dimmed so much that they could barely see it; patient noted they plugged the controller into the ac power supply and the screen became bright again. Patient reported there was a rattling noise inside their controller. Agent sent a request to repair for replacement controller.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). They reported that pt called back and said that they had gotten 2 controllers and a battery pack (bp), but when charging implanted neurostimulator (ins) the screen would go "black" or would not find the implant. Resetting the controller temporarily fixed the issue. A request was sent to repair dept to replace the recharger (rtm). Pt called back stating they were sent a new controller and recharger (rtm) but when recharging the implantable neurostimulator (ins) on sunday they got poor connection 3 different times without moving before they could finish recharging the ins. Pt just wanted to report that to their records since issues were on going. Agent reviewed pt could reset controller, blow in charging port, and clean rtm pins before contacting healthcare provider (hcp) to meet in person about it.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type: programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported they are getting the passive recharge screen twice last week and once a week before. Patient stated they have an appointment with healthcare provider and want to know if the medtronic representative can interrogate the implant. Agent reviewed reps role. Agent asked patient to connect with controller and controller shows ins 30% and controller 100% charged. Patient services asked patient to inspect the recharger for damage and patient said there is no visible damage to the recharging antenna. Patient started charging the implant and getting and controller show implanted neurostimulators 30%, controller 100% charged and recharging excellent. Patient service reviewed meaning of the screen. Agent reviewed devices are functioning as intended. Agent reviewed to monitor device and callback for assistance if necessary.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was this morning their ins battery was empty in charge when they had it charged up to 80% or 90% last night after 1.5 hours of charging. It was unusual for the ins to lose its charge that fast. Pt had not changed their therapy for weeks and months; they last had the therapy changed when a manufacturer representative (rep) messed with it last year. The pt had nothing plugged into the controller and when they went to unlock the controller they got device not found. Pt reset the controller and it came on saying all data was lost so they set up the time and month but still got not found. Pt noted their ins was completely discharged. The pt went to recharge their ins this morning and it kept saying it could not found it but then they found it and something said it was at 100% (agent understood controller was at 100%). The controller blinking green and everything was good. Pt noted it took a long time to recharge the ins even though they were recharging at excellent. Pt was recharging their ins for over an hour and it beeped saying it was done; it said need attention and when they unlocked the controller and the ins battery was at 80% or 90%. The charging said it was finished and they could not turn on stimulation because it kept saying recharge stimulator for it had no charge to the stimulator battery. Pt continued to try to recharge the ins but it did not do anything. The pt went to plug the controller into the ac power supply and it kept saying the ins battery was dead and needed recharging; they got messages that it could not find it and said it was not working. Someone else came onto the line and said last night they got battery needed attention for a battery was empty when they were done charging . The pt could not recharge for it said the controller battery was empty so they had to charge it back up, this happened twice a day and it took almost a whole day. Pt and caller were not clarifying any statements they were making. Agent was confused so agent was going t o troubleshoot everything. During call pt verified no damage to the controller battery, controller battery compartment, controller charging port, ac power supply, or to the recharger. Pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on saying data had been lost; pt set up the date and time. Pt put the battery back into the controller and verified the controller was charging. Pt unlocked the controller and got battery empty cannot provide stimulation recharge the implanted device. Pt attempted to recharge the ins and got recharging excellent. Controller was at 90% and the ins was in the red. Pt was advised to continue recharging ins and call back if issues persisted.